Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. Additional information obtained from the field which indicated that prior to explant procedure, the patient was being seen in emergency department (ed) due to complaints of chest wall spasm and found out that there was an active chest wall contraction upon assessment. Chest x-ray revealed that this lead was dislodged which was partially retracted with a tip and positioned in superior vena cava (svc). This lead was turned off and patient's symptoms was resolved. Furthermore, the physician reviewed results and felt this was related to patient's anatomy and activity. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the e1: initial reporter fax, b2: outcomes attrib to adv event, b5: describe event or problem, h3: device eval by MFR sum attach, h6: patient code and device code and b3: date of event. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the initial reporter fax, outcomes attrib to adv event, describe event or problem, device eval by MFR sum attach, patient code and device code and date of event.

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. Additional information obtained from the field which indicated that prior to explant procedure, the patient was being seen in emergency department (ed) due to complaints of chest wall spasm and found out that there was an active chest wall contraction upon assessment. Chest x-ray revealed that this lead was dislodged which was partially retracted with a tip and positioned in superior vena cava (svc). This lead was turned off and patient's symptoms was resolved. Furthermore, the physician reviewed results and felt this was related to patient's anatomy and activity. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.